Event description:
It was reported that the right ventricular lead exhibited loss of sensing and high thresholds. The lead was successfully repositioned on (B)(6 )2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.